Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and button error from the insulin pump. The customer's blood glucose reading was 586 mg/dl. The customer was advised that since she is able to navigate the buttons, it might have been a down position and popped back up to fix the issue. The customer did not have a tubing clamp in order to complete the hp test. The customer stated that the drive support cap is recessed. The customer stated that there was a no delivery alarm that occurred with the high readings. The customer was advised to monitor her blood glucose and call back if issues occur.